Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with expert tibial nail on an unknown date for a right tibia fracture. Patient was returned to the or on (B)(6) 2012 for revision surgery due to a non-union of the right tibia fracture. Surgeon removed the hardware and the patient was revised to a new expert tibial nail. Reportedly the patient was hospitalized from (B)(6) 2012 to (B)(6) 2012 and was treated with medications and surgery. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients identifier was reported as: (B)(6). A 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4).

Manufacturer narrative:
Expiration date was 01 may 2014. The manufacturing documents were reviewed and no complaint related issues were found. Changed to male. Event date was reported in error. From synthes (B)(4) to synthes (B)(4). Lot #3786125. This device used for treatment and not diagnosis.